Event description:
On 27/jun/2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that it was suspected he contracted peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on 26/jun/2024 following abdominal cramping and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on 26/jun/2024 presented with no growth in the culture and a wbc count of greater than 1700/mm3. The patient was diagnosed with peritonitis and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration not reported) to address the infection. The patient was not hospitalized for this event and continued on antibiotic therapy at home. Follow up peritoneal effluent fluid cultures and a wbc count taken in the outpatient clinic on 1/jul/2024 presented with no growth in the culture and a wbc count of 19/mm3. The pdrn attributed the patient¿s infection to faulty cassettes and/or dialysate solutions based on the patient¿s initial account of missing packaging for a cassette and a missing cone on a solution; however, in a follow up on 28/jun/2024, it was affirmed by the patient that he did not use the cassette with the broken seal or the solution with the broken cone, rather he used products from the same boxes. The patient¿s disposition and status on pd following these events were not reported.